Manufacturer narrative:
Pump received and unit alarmed motor error during rewind due to motor assembly leaking oil and contaminated the motor home switch. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched display window and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump has cracks around the display window. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was given.